Event description:
It was reported there was a free flow of heparin. Customer has no further information to provide. There was patient involvement, but no harm. Although requested no additional information was provided by the customer, no devices will be returned.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.